Event description:
It was reported that a loss of capture was observed. The lead was extracted. Patient was fine and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.